Manufacturer narrative:
(B)(4). Investigation is still in progress and a supplemental report will be submitted once completed.

Event description:
It was reported that the pump infused 900 ml of saline in one hour when it was programmed to run at 125 ml/hr. The facility's biomedical engineering confirmed a free flow condition during a test. There was no report of any pt injury.